Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was the patient had not needed the stimulation and that the patient had a non-bsc lead. It was also reported that the remote control (rc) was not communicating with battery probably since the patient had not used the ipg for several months and it might be in hibernation. The patient underwent an explant of the ipg. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.